Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory. The hv capacitors were sent to the manufacturing site for further evaluation and a capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a routine follow-up and, upon interrogation, it was noted that a capacitor charge timeout occurred during routine capacitor maintenance on (B)(6) 2017. The patient did not recall feeling the vibratory notifier on (B)(6) 2017. Repeated attempts to run manual capacitor maintenance in clinic failed. Concern that high voltage therapy was not reliable resulted in the device subsequently being explanted and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.